Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), applicable manufacturing records, photo analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged sheath was confirmed and appears to be manufacturing related. Two photographs of a 4.5fr microez microintroducer/dilator/sheath were returned for evaluation. The sample appeared unused as the sheath had not been split, the dilator was inlaid within the sheath, no residual material was evident on the sample, and no bends or bowing was noted in the sample. The distal end of the sheath contained a longitudinal split with straight split edges. No crumpling of the sheath material was seen near the split. However, it is unknown if the sheath contained any additional damage that was not visible in the photograph (e.g., on the opposite side of the sheath). Based on the lack of usage residues and characteristics of the damage present, the complaint is confirmed and the manufacturing process likely caused or contributed to the observed split. Characteristics of the raw material and/or storage conditions may have also contributed to the damage. Bd is working closely with manufacturing to help prevent recurrence of the reported event. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that crevices were found with the introducer upon opening of the package.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refx4608 showed three other similar product complaint(s) from this lot number.

Event description:
It was reported that crevices were found with the introducer upon opening of the package.